Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that an internal dialyzer blood leak occurred upon initiation of hemodialysis (hd) treatment. There was no visible blood in the dialysate compartment or lines. The machine alarmed appropriately; visual and audible alarms went off, and the clamp closed on the bloodline. A hemastix blood test strip was used to test a sample of the dialysate for blood; the results were positive. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was noted as being approximately 200ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. After treatment, the machine was pulled for maintenance and safety checks. The machine was reported to be functioning properly and was put back in service; no calibrations or repairs were needed. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.